Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("migration of essure device location of device: right cul-de-sac") and abortion of ectopic pregnancy ("miscarriage") in a 40-year-old female patient who had essure (batch no. A45106) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ((B)(6) 1998, (B)(6) 2012) and uterine dilation and curettage. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), weight fluctuation ("weight fluctuations"), headache ("headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a pelvic surgery on (B)(6) 2017 to try and alleviate the symptoms) and surgery ((B)(6) 2017; total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine and bladder disorder had resolved and the ectopic pregnancy with contraceptive device, device dislocation, abortion of ectopic pregnancy, abdominal pain lower, abdominal pain, fatigue, dyspareunia, weight fluctuation, headache, anxiety, depression, nausea, dysmenorrhoea and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device placement. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, anxiety, depression, migraines, device dislocation, nausea, dysmenorrhea, bladder problems, urinary problems, miscarriage added. Reporters, concurrent conition, events outcome, lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("migration of essure device location of device: right cul-de-sac") and abortion of ectopic pregnancy ("miscarriage") in a 40-year-old female patient who had essure (batch no. A45106) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ((B)(6) 1998, (B)(6) 2012) and uterine dilation and curettage. Concurrent conditions included uterine fibroids. Concomitant products included alprazolam and cyanocobalamin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), weight fluctuation ("weight fluctuations"), headache ("headaches"), menorrhagia ("menorrhagia"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a pelvic surgery on (B)(6) 2017 to try and alleviate the symptoms) and surgery ((B)(6) 2017; total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine and bladder disorder had resolved and the ectopic pregnancy with contraceptive device, device dislocation, abortion of ectopic pregnancy, abdominal pain lower, abdominal pain, fatigue, dyspareunia, weight fluctuation, headache, anxiety, depression, nausea, dysmenorrhoea and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device placement . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), weight fluctuation ("weight fluctuations") and headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a pelvic surgery on (B)(6) 2017 to try and alleviate the symptoms). At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, abdominal pain lower, abdominal pain, fatigue, dyspareunia, weight fluctuation and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, headache, pelvic pain and weight fluctuation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.